Event description:
It was reported that the patient fell on there device side hip twice. The patient experienced trouble recharging since the falls. Their neurostimulator was replaced. The patient recovered without sequela.